Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative reporting that during a pne test, the physician tried to remove the stylet but found a mechanical resistance. In order to extract the stylet, the physician pulled it harder and the stylet broke. The physician discarded the stylet and needle. It was unknown if there were any external contributing factors. No diagnostics/troubleshooting was performed. No interventions/actions were taken. The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.